Event description:
It was reported that metal shavings came out of the driver while running and entered the patient during an ankle surgical procedure. The shavings were removed by irrigation. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.